Event description:
Customer reported a discrepancy in diagnosis during a comparison between systems at the site. The case was interpreted as negative on the genius¿ digital diagnostics system and positive on the imager system by cytoscreeners and pathologists. No delay in patient diagnosis occurred. Internal investigation is ongoing and results will be provided in a follow-up report.